Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the patient was hospitalized while wearing the infusion set. The customer received a blood glucose result of "high" on (B)(6) 2020 at 11:30 pm on his glucose monitor. The customer experienced elevated blood glucose symptoms of not feeling well and was dizzy. Upon changing the cannula, the customer noticed the cannula was kinked/bent. The customer called an ambulance. The blood glucose results and treatment provided by the paramedic's was not provided. The customer arrived at the hospital at 2:28 am on (B)(6) 2020 and was admitted into the intensive care unit. The hospital treated the customer with insulin and another unknown liquid using the perfusor. The customer remained in the ICU until the afternoon of (B)(6) 2020, and was then transferred to the normal ward. The patient was discharged from the hospital on (B)(6) 2020.